Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several no delivery alarms that have happened with 10 different infusion sets and reservoirs. Customer stated that the alarms have caused his blood glucose readings to go from 200 to 500 mg/dl; treated with manual injection. Customer stated that only 2 of the infusion sets he removed had bent cannulas, and that sometimes the alarms are cleared when he changes the infusion set and reservoir. Customer wanted to know if he could try other infusion sets. The customer was sent replacement infusion sets. The insulin pump was not replaced or returned.